Manufacturer narrative:
Pump was received with normal operating currents and no unexpected replace battery now alarm noted during testing. Low battery alarm, power loss alarm and replace battery alarm found in the long trace due to software error. Unit was received with faded/peeling serial number label, scratched case, minor scratched lcd window, cracked select button keypad overlay, stained keypad overlay and damaged keypad overlay texture.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer received a replace battery now alarm less than 10 hours after receiving a low battery warning. She stated that this the second occurrence. She said that she had to change the battery three times since tuesday, (B)(6) 2017, because it will alert low battery and then there will be a replace battery now alarm right after. The customer's blood glucose was unknown. The insulin pump will not be returning for analysis.